Event description:
It was reported from the patient that since her device was replaced she had multiple seizures after being seizure free for years and she indicated them to be greater than baseline. No additional or relevant information has been received to date.